Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer is stating that the reclining back is falling apart. Dealer is stating that when the client is out of the chair the back canes are just collapsing forward.